Event description:
Customer reported he experienced hyperglycemia of "hi" mg/dl (>600 mg/dl) and was light-headed and nauseous despite delivering boluses via the infusion device. He was taken to the hospital by a family member, and his blood glucose was 745 mg/dl on a hospital meter. He was admitted to the hospital, diagnosed with diabetic ketoacidosis, and treated with an insulin IV, and he was still hospitalized at the time of the report. Customer reported hyperglycemia was caused by a backflow of blood into the infusion set. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.